Event description:
A user facility reported an intraocular lens (iol) with a scratch/mark on the optic that was noted when the package was opened. There was no reported pt impact/injury associated with this event.